Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the guidewire gets stuck in the trocar (introducer) and it is impossible to remove the trocar without removing the guidewire at the same time. The customer stated "the guide does not have failure, but they think it is too soft, and when they insist to advance it ends kinking and thus removal is difficult." No medical intervention was required. It was reported "the time of treatment was increased and the patient was under stress".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guidewire gets stuck in the trocar (introducer) and it is impossible to remove the trocar without removing the guidewire at the same time. The customer stated "the guide does not have failure, but they think it is too soft, and when they insist to advance it ends kinking and thus removal is difficult." No medical intervention was required. It was reported "the time of treatment was increased and the patient was under stress".